Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute heart failure. It was reported the patient developed hemolysis for which chdf was performed. Hemolysis was confirmed by blood samples; however, pfhg measurements were not provided. After confirming hemolysis, impella was removed because the condition was stable. The patient had renal failure and is being managed by chdf. The patient was also administered red blood cell, fresh frozen plasma and fluid replacement. The physician stated that the hemolysis may have developed due to the location of the impella. No further information was provided.